Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced check valve malfunction. The following information was provided by the initial reporter: department: systemic therapy-chemo. Product: bd alaris pump infusion set. Lot number: 1020065926. Product expiry date: 06-jun-2023. Number of defective product(s): 1. Is sample available: no. Concern description: IV fluid will not flow because the back check valve is inverted and the y site is also inverted.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the back check valve is inverted and the y site is also inverted causing IV fluid to not flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20065926 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #20065926 regarding item #11532269. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the back check valve is inverted and the y site is also inverted causing IV fluid to not flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20065926 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced check valve malfunction. The following information was provided by the initial reporter: department: systemic therapy-chemo product: bd alaris pump infusion set, lot number: 1020065926, product expiry date: 06-jun-2023. Number of defective product(s): 1. Is sample available: no. Concern description: IV fluid will not flow because the back check valve is inverted and the y site is also inverted.